Event description:
Catheter was placed. At a later time, dr. Removed the dressing over icp line. The catheter was loose and fell out. Dr. Examined and found tip of catheter still in pt's head. Dr. Used forceps to remove tip.

Manufacturer narrative:
Catheter is still under failure analysis. Follow-up info will be provided. Two model 110-4h introducers were received. Both had separated approximately 0.5-1.5 mm from the junction of the barb/body intersection of the ventric sleeve. Microscopic inspection revealed small abrasion marks on the outer surface of the barbed end of the ventric sleeve. Also a small cut in the outer surface of the silicone catheters was visible at the open end. From the appearance of the cross sectional surface on both of the barbed ends of the ventric sleeves, it seems that the ventrix sleeves suffered a brittle, more than ductile, fracture. This fracture was most likely induced by a force applied near the proximal end of the ventric sleeve. When assuming that the barb/body intersection was located at the end of the cranial bolt near the inner table of the skull, any lateral movement of the cranial bolt and or ventric sleeve during placement of the catheter, after placement, or during removal would cause the distal end of the ventric sleeve to be forced against the inner table of the skull. If the cranial access hole did not completely clear the inner table of the skull, this would have also limited the distance between the ventrix sleeve and the skull. This would make it easier for the barb to be forced against the inner table. The complainant stated that the "catheter was placed", and at a later time when the dr was removing the dressing over the icp line, "the catheter was loose and fell out." It is possible that after placement of the catheters, the catheters had been subject to an external force from the pt, from pt movement, or from some external force. The cranial bolt may have been dilodged causing the ventric sleeve barb to be subjected to uncommon forces causing if to fracture at the point noted above.